Event description:
It was reported that the customer had an issue with the infusion set. Customer put the set on for about 6 hours and bolused. Customer feels that he has not been getting any insulin. Customer's blood glucose level was 460 mg/dl. Customer did not contact his health care professional. Customer checked the alarm history and found a low reservoir alarm at 6 am. Customer found no air bubbles in the tubing. Customer ran a manual prime and the insulin exited. Customer stated that there was a little bubble that came out where the customer stuck the reservoir in the pump. Customer did not find a leak. Time and date are correct. Customer was unable to finish troubleshooting and will call back. Customer is in a cell phone dead zone. Call was dropped. Customer will call back later tonight to finish troubleshooting the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).